Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient received an scs trial system, including two percutaneous leads (from the same lot), on (B)(6) 2009. It was reported that stimulation coverage was unable to be obtained postoperative, and the patient demanded that the leads be removed. The physician explanted the leads on (B)(6) 2009. The explanted leads were discarded by the facility. It was reported that the patient went to the emergency room later that day, and it was discovered that he had an epidural hematoma. Attempts to obtain additional information regarding the patient were unsuccessful.